Manufacturer narrative:
It has been communicated by the distributor the device will be returned to (B)(6) medical for evaluation. Once the device has been received and the investigation has been completed, a supplemental medwatch 3500a emdr will be submitted. Complaint information received from distributor, depuy synthes. Foreign as the event occurred in (B)(6). Device not returned to manufacturer.

Event description:
It was reported during a tha, the impactor could not be detached from the cup after the cup setting. The procedure was completed successfully with another device. No adverse events were reported as a result of the malfunction.

Manufacturer narrative:
The device was not returned to greatbatch for evaluation. A manufacturing review was performed and revealed no discrepancies. Therefore, the reported event cannot be confirmed as the cause can't be determined without the device. No further investigation can be performed. If the device is received, the investigation will be performed accordingly and a supplemental medwatch 3500a emdr will be submitted.